Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal morphine 22.7 mg/ml at 2.3 mg/day and clonidine 277.5 mg/ml at 23.01 mg/day via an implanted pump for non-malignant pain and complex regional pain syndrome. The patient experienced less therapeutic relief and the pump was replaced on (B)(6) 2016. The catheter was patent. The event date was unknown. There were no environmental/external/patient factors that may have led or contributed to the issue. The dye study performed was normal. Actions/interventions included replacement and the issue was resolved at the time of this report. The patient's status was "alive- no injury".

Manufacturer narrative:
Analysis of the pump identified overinfusion with an undetermined root cause. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Evaluation result code and evaluation conclusion code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.